Manufacturer narrative:
The subject clv-290sl was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject clv-290sl to identify the root cause of this failure phenomenon when omsc receives it. The clv-290sl instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
It was reported that when the user was trying to remove a polyp during a sigmoidoscopy, the endoscopic image on the monitor was disappeared due to loose connection between a scope connector and the output socket of the subject clv-290sl. And the user experienced an unspecified problem with a function of air and water feeding. The user canceled the intended procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject clv-290sl was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, the subject clv-290sl was returned to olympus local repair center for the repair. As an evaluation result of the subject clv-290sl by a local repair engineer, the reported failure phenomenon, which no output endoscopic image and an unspecified problem with a function of air and water feeding, could not be reproduced. But it was found that the output socket of the subject clv-290sl was worn and connection between a scope connector and the output socket was looser than a normal test device. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, it was surmised that the reported failure phenomenon was caused by loose connection between a scope connector and the output socket due to wear of the output socket. The clv-290sl instruction manual states that check properly and securely connection for all cables and connector.